Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the bellows were jammed, possibly causing an inability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Per additional information received, the unit did not lose the ability to mechanically ventilate. The leak rate is unknown and due to an accidental breakage. This case is not reportable in the USA.